Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 6947m55 lead, implanted: (B)(6) 2014; a 8637-20 pump, implanted: (B)(6) 2015; a 8578 accessory, implanted : (B)(6)2015. (B)(4).

Event description:
It was reported that the device "went off multiple times." It was later determined that the patient had experienced three "heart attacks." The device remains in use. No further patient complications have been reported as a result of this event.